Event description:
A revision of the acl repair was performed approximately 11 months after the initial surgery. Two additional interventions were performed after the revision of the acl repair. It was reported that the pt underwent the two additional interventions post an anterior cruciate ligament (acl) repair to remove previously unreprieved fragments of the screw. This device is used for treatment.

Manufacturer narrative:
This device was originally sent to arthrex by the surgeon on february 2006. At the time, no info was reported indicating this device was related to a complaint event. The fragments of screw returned were tested as a routine explant. Further info received through a litigation case indicated this was a reportable event. Testing results and device history review reveal nothing relevant to this event. A definitive conclusion could not be determined from the info available.